Manufacturer narrative:
Device evaluated by MFR.: the angiojet drawer assembly was received in san jose cis in good condition with no physical damages observed. Ultra system console and catheter were not returned for analysis. The drawer was installed into ultra system test fixtures and failed 4.7 to 4.12 test steps. The user interface controller showed error (drawer stalled) during the time of testing and because of this, the actuator will miss to pump the catheter because the drawer was out of position for no saline error. The misfiring to trigger saline due to stalled drawer drive confirmed the issue.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for a thrombectomy procedure. During the procedure, it was noted that the console kept getting check saline supply error. The saline bag and catheter were replaced but still kept getting the same error message. The procedure was not completed due to this event. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for a thrombectomy procedure. During the procedure, it was noted that the console kept getting check saline supply error. The saline bag and catheter were replaced but still kept getting the same error message. The procedure was not completed due to this event. No patient complications were reported.